Event description:
It was reported that a patient underwent an unknown procedure in 2026 and suture was used. It was reported that there is knot or foreign matters in the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm what was observed in the suture: a knot or a foreign matter? - please describe the type of foreign matter that was observed. What was the object's appearance? - did this event contribute to any patient adverse event? If yes, please explain. - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Additional h11: ethln blk 18in 7-0 s/a p-1 prm (1696g) : side affected: not applicable ## reason product is not available: available ethln blk 18in 7-0 s/a p-1 prm (1696g) : lot/batch number: 103epj list any j&j products that were utilized during the case but did not contribute to the reported event. ## *** was there any reported patient or user harm? ## unknown *** was there a significant delay? ## unknown *** if available, provide the product order number (po). ## *** d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.